Event description:
An olympus employee reported on behalf of a customer, the high definition lcd monitor displayed no image (object not visible) during preparation for use. The diagnostic gastroscope was completed using a replacement device. There was no report of procedural delays or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The image was noisy due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the phenomenon is that noise occurred on the image due to a failure of the quantum board. Olympus will continue to monitor field performance for this device.